Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose decreased to 50 mg/dl while he was outside doing yard work. The patient treated and his blood glucose increased to 258 mg/dl. Troubleshooting was declined. The insulin pump was not returned for analysis.